Manufacturer narrative:
(B) (4)

Event description:
It was reported the pt lost therapeutic effect following a fall. The pt reported the device "was not working." The pt had fallen against a brick wall about two weeks prior to the report, and had lost stimulation four days prior to the report. The battery was charged and the programmer showed the ins was on but the pt was still unstable to feel the stimulation. The pt had an appointment to see their physician the following day. Additional info has been requested.